Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a spinal laminectomy surgical procedure, it was observed that the motor device popped (blew apart) and spewed oil on the sterile field. According to the report, the motor device blew off the hand-piece where the hose enters the hand-piece at the swivel coupling. It was further reported that no components other than the hose and hand-piece got separated. It was reported that the hose blew where it connected to the motor device and was the only part that failed. It was reported that the hose entering the hand piece "popped" or blew, spraying oil on the sterile field. It was reported that there were no other fragments or fragmentation noted; just dispersion of oil on to the staff and the sterile field. It was reported that there no injury was noted to the user or the patient, but contamination of the sterile field did occur. It was not known if any oil entered the wound; however, the surgeon went to extra lengths to irrigate the wound with copious amounts of antibiotic irrigation. It was unknown if the patient was given a course antibiotics after the procedure or if there were any side effects to the patient. However, it was reported that the patient's condition post-op was fine. It was unknown if there were delays in the surgical procedure as an identical spare device was available for use. There was patient involvement. It was not reported if there was prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.